Event description:
Same case as MFR#: 2134265-2012-00875. It was reported that during a percutaneous coronary intervention procedure, a catheter tip detachment occurred outside the body. Vascular access was obtained via the left side. The physician was attempting to cross a restenosed taxus stent that was implanted in the left anterior descending artery in 2008 with a 3.00x20mm ion stent. There was also new blockage present proximal to the taxus stent. The ion stent was unable to cross. Access was lost to the artery so the stent delivery system and the guide wire were removed from the patient. Once the devices were outside the patient, the physician attempted to remove the ion stent delivery system (sds) from the wire. The devices became stuck and when the sds was pulled the distal tip of the sds detached along the wire. The restenosed taxus stent was treated with angioplasty only. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR #: 2134265-2012-00875. It was reported that during a percutaneous coronary intervention procedure, a catheter tip detachment occurred outside the body. Vascular access was obtained via the left side. The physician was attempting to cross a restenosed taxus stent that was implanted in the left anterior descending artery in 2008 with a 3.00x20mm ion stent. There was also new blockage present proximal to the taxus stent. The ion stent was unable to cross. Access was lost to the artery so the stent delivery system and the guide wire were removed from the patient. Once the devices were outside the patient, the physician attempted to remove the ion stent delivery system (sds) from the wire. The devices became stuck and when the sds was pulled the distal tip of the sds detached along the wire. The restenosed taxus stent was treated with angioplasty only. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with a 0.014" guide wire. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The distal tip of the stent delivery system (sds) was detached/separated/damaged and located on the guide wire. The tip appeared to be necked down on the guide wire most likely from tension during removal and before breakage from the catheter. The guide wire was backloaded through the device lumen with no resistance noted and the detached distal tip moved on the guide wire with no resistance. The device was inflated to nominal pressure and the stent was successfully deployed without any indication of lumen restrictions or other difficulties. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).